Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. Her blood glucose was 528 mg/dl. Troubleshooting was performed. After disconnecting and reconnecting the infusion set and reservoir, insulin did not exit when pushed through with a plunger and there was greater resistance than normal. A complete reservoir and set change were performed. The reservoir may have been occluded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.